Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2014-00086. Suspect medical device 3. Manufacturer name, city, & state. All manufacturers 1.2 manufacturing site for devices from the incorrect manufacturing site: (B)(4), USA to the correct manufacturing site: abbott (B)(4). The customer is concerned about (B)(6) results obtained on the i2000 platform while using architect (B)(6) reagent 6c36-32, lot 34102lf00 when compared to (B)(6) results on the i1000sr platform for the same patient sample using an alternative lot (32126lf00). A review of complaints determined that there is no unusual activity for lot 34102lf00. Clinical sensitivity testing of seroconversion panels with a retained kit of lot 34102lf00 was performed and all acceptance specifications were met. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. There is not enough information to reasonably suggest a malfunction as further testing of the sample on the i1000 platform using the confirmatory assay was performed and a result of repeatedly reactive, not confirmed was obtained. Other (B)(6) markers including (B)(6) were tested and gave (B)(6) results. The above information suggests that the sample is a true (B)(6) sample. In patients with chronic hbv infection, loss of hbsag is regarded as a marker of resolved hepatitis b, and is associated with improved outcome. Based on the investigation, it has been determined that the architect hbsag reagent, list number 6c36-32, lot number 34102lf00 is performing acceptably. This report is being filed on an international product, list number 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer stated that a (B)(6) patient showed discrepant results between the i2000 and the i1000sr architect analyzers. The current results generated (B)(6) 2014 on serial number (B)(4) = 0.01iu/ml. (<0.05iu/ml = nonreactive); retest on (B)(4) =0.15iu/ml (>/=0.05iu/ml=reactive); repeat (B)(6) 2014 on (B)(4) = 0.00iu/ml (nonreactive). There was no reported impact to patient management. All controls were within acceptable limits. There was no additional patient information provided.